Event description:
On 4/24/2019 respire medical received a repair for case (B)(4). The dentist's office stated that the patient has a burn on left cheek, and that they believe that the chip leaked and mixed with saliva. The patient reported this to the dentist office on (B)(6) 2019.

Event description:
On 4/24/2019 respire medical received a repair for case (B)(4). The dentist's office stated that the patient has a burn on left cheek, and that they believe that the chip leaked and mixed with saliva. The patient reported this to the dentist office on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being filed because a 5 day report was previously filed in error. The burns were not reported as 3rd degree burns. Also, we were not able to confirm that it was a burn mark, so we also included the code for "ulceration".